Manufacturer narrative:
The device was returned for investigation. The reported issue was reproduced. During testing inspection of the returned device, it was found that due to damage on the charged coupled device unit, e216 and b30 occurs. Additionally, no electrical continuity due to corrosion on distal end. Adhesive on bending section cover (a-rubber) had a chip. The control unit had a scratch. The switch box had a scratch. The control unit was sticky due to water leakage. The scope connector (s-connector) was sticky due to water leakage. The scope connector cover (sc-cover) unit was sticky due to water leakage. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. An abnormal sound was made due to damage on the angulation lever. Due to damage on charged coupled device unit (ccd unit), a noise image occurred. The connecting tube had a dent. The universal cord had a scratch. The grip was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced a scope communication error (no image issue). The event occurred during preparation for use of the intended therapeutic procedure. There was a 10 minutes delay (time required to replace equipment) . The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the scope communication error (e216 error) may have occurred due to poor contact caused by stresses such as shaking, twisting, bending or light shocks to the scope connector. However, a definitive root cause could not be determined. In addition, error (b30) may have been caused by a defective electrical contact due to a short circuit on the internal circuit board caused by water. Possible causes of the water invasion are the following: the product was immersed in water with the eog cap attached. During the handling of cleaning and disinfection (including pre-cleaning), loads are applied that accidentally open the venting connector in the water. Strong water pressure running water directly hit the check valve of the venting connector. There is a possibility that water may enter the tube and invaded the connector at the time of leak detection due to damage to the water leak test air tube when the preprocessor is used, insufficient connection, or damage to the packing of the preprocessor or water leak test air tub. Inspection method for the suggested event is described in the operation manual chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system¿ as below. "Inspection of the endoscopic image" 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops." ¿ olympus will continue to monitor field performance for this device.